Manufacturer narrative:
The "device information or problem" provided in the initial report was incorrect. Also please see manufacturing report number 2032227-2015-77015 for the report provided under the insulin pump.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery while she was attempting to fill her tubing. The customer's blood glucose was 467 mg/dl, and treated with manual injections. The insulin pump continued to alarm no delivery so she changed out her set. Troubleshooting was then performed and the customer was advised the insulin pump was working as designed. She agreed to return the first set she had changed out for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer returned their reservoir for unknown reasons. The customer's blood glucose level was unknown at the time of the incident.